Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. Eval noted in ra (B)(4). Environmental findings of humidity and corrosion and contamination findings of bed infestation were also observed during the eval. The device was scrapped.